Manufacturer narrative:
Technical investigations performed by the abbott specialist revealed that aliniq ams received the urinary benzodiazepines alphanumerical results ¿![error code]¿ when the alinity ci is not able to provide a numeric result. The error message result triggered an aliniq ams custom rule that change the result in ¿negative¿. In this specific case, since the aliniq ams rule didn¿t have any check on the type of the result, despite an alphanumerical result was received, the rule was triggered and executed, providing incorrect outcome. It happened because the alphanumerical value ¿! [Error code]¿ is converted in result =-888888 and getvaluetype is flag set to ¿alpha¿ as per the aliniq ams¿ smart rule editor module (sre) behavior. To address this scenario, the aliniq ams rule was changed so that a control is performed to stop results that are alphanumerical or empty. A retrospective review of the affected patient samples was performed to identify those samples managed between (B)(6) 2020 and (B)(6) 2023. Analysis of the historical data in the aliniq ams database identified 707 samples were impacted by the described wrong behavior of the rule. For all the cases reviewed, 1 sample (sid (B)(6) managed on (B)(6) 2021) with ¿negative¿ result has been manually validated by the laboratory staff without any test repetition and send to the lis. All the other ones have been re-run by the customer, manually validated and sent to the lis. Device history record review revealed that there were no nonconformances or potential nonconformances related to the issue described in the current complaint. A review of the labeling addresses the customer¿s issue. Trending review did not identify any trends. Based on the investigation, no deficiency was identified.

Event description:
The customer observed an instrument error code instead of a numerical value while running the urinary benzodiazepine assay and the error code was interpreted by aliniq ams as a ¿negative¿ result. This occurred after upgrading to version 3.01 of ams. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed an instrument error code instead of a numerical value while running the urinary benzodiazepine assay and the error code was interpreted by aliniq ams as a ¿negative¿ result. This occurred after upgrading to version 3.01 of ams. No impact to patient management was reported.